Event description:
The customer reported that while a patient was being monitored on the panorama central station with ambulatory telepack, the panorama had a missed ventricular tachycardia alarm. No patient injury was reported.

Manufacturer narrative:
Documentation from the event was collected and is currently under review.